Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient experienced the controller with issues of port 1 loose at power connector. The controller was exchanged from the hospital stock and the patient was not impacted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller (b)($) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the device's manufacturing records indicated there were no non-conformances generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The reported event was confirmed during visual inspection of the returned controller. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a loose power port one (1) connector. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, the manufacturer has an open internal investigation to evaluate root cause of the loose connector matter.